Event description:
Upon receipt and qe evaluation on (B)(4) 2014, a breach in the transformer housing of a pump in style breast pump was found. This issue was not reported by the customer.

Manufacturer narrative:
This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing the fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from the logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping package strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug was measured .750 m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 54.8 ohms, which is normal and indicates that the thermal fuse did not blow.